Event description:
It was reported that a transthoracic echocardiogram (tte) completed on (B)(6) 2022 stated that there was severe left ventricular ejection with severe left ventricular systolic dysfunction. The patient's ejection fraction was 20-25%. The right ventricle was normal size with moderate right ventricle systolic dysfunction. At 5500 revolutions per minute (rpm) the aortic valve opened slightly with every beat. There was moderate aortic regurgitation noted and an interventricular septum (ivs) that bowed slightly toward the left ventricle. The cannulae was not able to be assessed. At 4900-5500 rpm the ivs became more midline and the aortic valve opened fully. The right ventricular systolic function increased. The patient was admitted (B)(6) 2022 for evaluation of syncope after having a bowel movement. The patient was noted to be hypotensive. Tte demonstrated a small right ventricle and a collapsible inferior vena cava. Pump speed was increased from 5300 bpm to 5500 bpm to help unload the left ventricle. A ramp study was done which demonstrated low biventricular pressures without increase with reduction of speed. Speed was set to 5300 bpm and diuretics were held. On (B)(6) 2022 the patient developed an lvad complication, syncope, collapse, recurrent bleeding, renal dysfunction, and end stage heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not conclusively be established through this evaluation. The reported left ventricular assist device (lvad) complication could not be confirmed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists right heart failure, bleeding, and renal failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.